Manufacturer narrative:
The customer did not supply patient's weight. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. No hardware errors, flags or other assay issues were reported in conjunction with this event. There is no evidence that the access toxo igg reagent was returned for evaluation. (B)(4). In conclusion, the cause of the events cannot be determined with the available information.

Event description:
The customer reported obtaining non-reproducible toxoplasma gondii igg (access toxo igg) results for one (1) patient involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The initial access toxo igg result recovered reactive. The customer reanalyzed the patient's sample two (2) additional times on the same unicel dxi 800 access immunoassay system and obtained two (2) lower reactive results. There was no report of patient injury or change in patient treatment associated with these events. Calibrations, quality controls and system checks were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The customer did not provide any data regarding sample collection, sample handling or sample processing but no issues with sample integrity were reported by the customer.